Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlh085 , and no non-conformances related to the reported complaint condition were identified. Investigation summary: three unopened sample of product code eh7242, lot mlh085 were returned for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. The following additional information was received: the hospital is also sending samples for 3 other lots, mgj480, pbq236 and pbq693 of the same product code for evaluation. These lots were not involved in any procedure. Additional investigation summary: one unopened sample of product code eh7242, lot pbq693 was returned for analysis. During the visual inspection of the samples, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no pull off suture needle was found, and the tested sample met the finished goods requirements. Additional investigation summary: one unopened sample of product code eh7242, lot pbq236 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no pull off suture needle was found, and the tested sample met the finished goods requirements. Additional investigation summary: unopened samples of product code eh7242, lot mgj480 were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the pediatric patient underwent congenital heart surgery on an unknown date and suture was used. The needle was separated with suture during passing through in the surgery. There were no adverse patient consequences reported.